Event description:
It was reported that the attachment device "would not attach to drill hose." It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. No patient harm, adverse outcome or injury was alleged. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual sample was returned for evaluation. (B)(4) evaluated the device and it was found to be missing the bushing housing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be device worn from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.